Manufacturer narrative:
This report was submitted on march 20, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment. The implanted device remains.